Event description:
It was reported that after a routine dinner announcement the user¿s blood glucose rose to 345 mg/dl for approximately three hours, and troubleshooting showed no visible insulin drops during tubing fill until coached to press and hold longer; the user had been filling the cartridge halfway and had not properly primed before connecting, leading to suspected leakage at the connector or incomplete priming of the infusion set and cartridge. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no backup therapy, and no ketone testing. Investigation included guided disconnection, inspection for external leakage, tubing fill attempts to observe drops, verification of cartridge volume, and education on correct press-and-hold technique for priming and reconnection. Investigation of this case revealed user setup error with inadequate cartridge fill and improper priming, with no abnormalities observed in the removed contact detach infusion set and no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set and cartridge preparation leading to interrupted insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.